Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at l3-5 due to lumbar degenerative scoliosis. During insertion, the cage broke. The cage was inserted to inserter for l3/4, it could not be removed from the inserter thereafter. The surgeon tried to remove it forcibly and the edge of the cage broke. The fragments were secured and other than that it remained in the patient. When the same inserter was used for l4/5 to insert the cage, there was no trouble. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: only a small portion of the cage was returned, ~5mm. The fracture face was consistent with material overload from a bending moment. The threads did visually have some signs of damage, but a functional test revealed that the returned portion could be threaded on to the inserter. If information is provided in the future, a supplemental report will be issued.